Event description:
The sigmoid colon resection was complete and they were suturing the abdomen. The mesh began to spontaneously split as they were suturing. The surgeon did not touch the mesh or cut it in any way. The mesh had to be removed which extended the length of the surgery.